Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR # 3030677-2020-00068. Device investigation is pending the return of the device. Once device is received, investigation will take place on pr (B)(4) with MDR # 3030677-2021-10980. Become aware date has been updated to 10 jan 2020 to reflect reported become aware date reported with pr (B)(4) / MDR # 3030677-2020-00068.